Event description:
Spinal fusion with rods and pedicle screws as internal spinal fixation devices. Almost constant problems ever since with low back, sharp pain radiating into left leg as far as to include left ankle pain, must use a cane to walk at times, left thoracic pain radiating into left upper back quadrant, and into left arm, fingers and some nerve damage in right leg since surgery. Fusion was l4-l5-s1 with fixation thoracic problems in t9-t12 region.